Event description:
It was reported that the patient was experiencing inadequate stimulation due to the ipg that had flipped in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Sc-1232, sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Upon receiving, the ipg was in hibernation and it was charged fully. The charging time was about 3 hours. A review of the patients data found frequent charge interrupts and a low charge current in the field, likely caused by device migration/depth/orientation or charging technique issues. The battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics.

Manufacturer narrative:
The exact date of the event is unknown, event occurred few months ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to the ipg that had flipped in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.